Event description:
It was reported that the vns patient had taped her magnet over her generator to disable her device due to voice alteration. When she removed the magnet, the patient began to feel confused and reportedly had a seizure. The patient stated that she was experiencing an increase in seizures when her device was programmed back on. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s response to the removal of the magnet was a vasovagal response. The patient experienced confusion and a seizure following the removal of the magnet. No changes to medication or device settings were made prior to the event, which was clarified to be not an increase in seizures. The patient's anxiety was reported to be related to vns stimulation. The patient experienced both anxiety and a vasovagal response previously with vns stimulation.